Manufacturer narrative:
The products have been returned and the investigation has determined the complaint is not confirmed. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was visually inspected and no issues were observed. Sensor was inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer, who is a healthcare provider, reported that on an unspecified date he received high readings on his adc freestyle libre sensor and provided the following examples: 24.0 mmol/l (432 mg/dl), 20.0 mmol/l (362 mg/dl) and 27.3 mmol/l (492 mg/dl), which were obtained ¿through the whole day¿. He further reported he self-administered an unspecified amount of insulin in response to the readings and subsequently experienced a seizure and a loss of consciousness. Paramedics were called and upon arrival received a reading of 2.0 mmol/l (36 mg/dl). Customer noted that while the sensor was showing ¿24 or 25¿, the paramedic¿s meter was saying it was ¿2, 3 or 4¿. Customer was transported to a hospital where he was diagnosed with hypoglycemia and treated with a ¿food injection¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.